Event description:
Additional information received indicated that insulation damage was noted during a right ventricular (rv) lead revision procedure. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but revealed no anomalies, therefore, no intervention was performed. The patient was stable and will continue to be monitored.